Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on august 2, 2019. Upon initial visual inspection, it was reported that there was no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30100169m number, and no internal actions was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and it was reported that there was a clot. It is unknown if the procedure was successfully completed. No patient consequence was reported. The issue of clot was assessed as a reportable event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Investigation summary it was reported a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and it was reported that there was a clot. It is unknown if the procedure was successfully completed. No patient consequence was reported. The issue of clot was assessed as a reportable event. The device was inspected, and it was found in normal condition. During the second inspection the dome was observed with a shadow residue. Then, electrical testing was performed on the catheter and it was found within specifications and no electrical malfunctions were observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. An irrigation test was performed, and the catheter failed as only two holes were irrigating. Further investigation revealed that the dome was occluded with a particle. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material is primarily composed of polyurethane (pu) based material. For this condition, the manufacture team performed an investigation in order to find the root cause, the investigation results showed that this issue is related to the manufacturing process since this material is used in the assembly of the device. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed since no evidence of a clot was found. However, the irrigation issue observed on the catheter appears to be caused by internal biosense webster, inc. Operations, specifically, the manufacturing process. However, this appears to be an isolated case, therefore no internal action is required at this time. Manufacturer's reference # (B)(4).